Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead was repositioned due to dislodgement while the right ventricular (rv) lead was repositioned due to an unknown reason. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not received.